Event description:
During remote follow-up, post-paced t-wave oversensing was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition. Further information was requested but not yet available.